Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced severe post-operative swelling (¿1/2 size of football¿) at the implantable neurostimulator (ins) pocket site. The patient¿s neurosurgeon put them on antibiotics post-op because of the swelling and fever. The patient stated that their condition had improved but wanted more reprogramming of their ins. The patient status at the time of the report was noted as ¿alive ¿ no injury¿. Follow up information received on (B)(6) 2014 confirmed that the patient was prescribed antibiotics for the swelling. Further follow up information received on (B)(6) 2014 reported that the patient had called the manufacturer¿s representative on (B)(6) and noted that they had a fever and was directed to call their doctor. The patient was seen on (B)(6) at their doctor¿s office by the manufacturer¿s representative where they were reprogrammed with both the left and right stimulation to good coverage. Follow up information received on (B)(6) 2014 reported that the patient was seen by their doctor. The doctor was concerned over the look of the patient¿s incisions so they ordered a CT scan. The doctor notified that the results showed no apparent signs of infection. The patient was instructed to schedule an appointment. It was also noted that the patient was uncertain if they had seen their doctor (except one time 4 days post-op) and stated that they saw the nurse practioner (np) but unsure of the visit date. The patient stated that the np was to text them ¿images of their wounds¿ as they healed but can¿t remember for sure if they ever went back to the doctor¿s office. Further follow up information received 5 days later reported that the manufacturer¿s representative was unaware that the patient was on antibiotics and talked to the patient 2 days post-op where it was mentioned they had a fever. The patient was then directed to contact their healthcare professional (hcp) as it was a medical issue (and not a problem with the ins system). If additional information is received, a follow up report will be sent.